Event description:
This complaint is now reportable based on the analysis completed on 04/07/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A visual and microscopic examination of the returned device revealed both proximal and distal stent damage. The distal stent struts were severely misaligned and stretched. Distal stent damage is consistent with the device meeting some form of restriction on the insertion of the device. Some of the proximal struts were misaligned. Proximal stent damage is consistent with the device meeting some form of restriction on the withdrawal of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.